Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc, act, and up arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, off no power test, and all operating currents tested within the specification. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the insulin pump did not have any damage. Troubleshooting was performed and the display did not return. Blood glucose value is unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.